Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 559 mg/dl. The customer stated that this insulin pump was a replacement and that it was doing the same thing that her last insulin pump had done. She stated that she had started using this insulin pump since the day prior and had increasing blood glucose levels since then. She complained of nausea, vomiting, difficulty breathing, headache, and rapid heart beat. She stated that her blood glucose reading was at 300 mg/dl for a prolonged period the day prior because she was treating with manual injections. Unable to troubleshoot due to lack of tubing clamp; advised that one would be sent. She was able to bring her blood glucose levels to a normal range and declined outreach for medical intervention. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.